Event description:
It was reported that an atrophic nonunion led the breakage of a 10 hole 2.7mm/3.5mm variable angle medial distal tibia locking compression plate. The plate broke at a screw hole. During the revision surgery a 2.7 mm locking screw was found to be loose. The screw did not lock to the plate when it was pulled out and was stuck intact in the cancellous bone. A second 2.7 mm locking screw was found to have been broken and the screw shaft was left in the patient. All other implants were removed including the locking screw which did not lock to the plate and the broken screw head. It was reported that during original implantation of the screws, the surgeon used a 1.2 nm torque limiter attachment along with the correct variable angle guide. The surgeon then tightens the screws manually after the torque limiter stop. There was no surgical delay, the patient is fine and the procedure was completed successfully. This report is for one unknown, 2.7 mm locking screw ¿ postoperative loosening. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. The report indicates that the complaint condition for the 02.118.008 lot number 8498235 2.7mm/3.5mm variable angle lcp medial distal tibia plate was likely caused by a nonunion and possibly an insufficiently fixated construct; however, this complaint is not a result of any design related deficiency. The complaint condition for the 02.211.036 2.7mm va locking screw, self-tapping, 36mm with unknown lot number was likely caused by deformation from possible over-angulation; however, this complaint is not a result of any design related deficiency. The 02.118.008 plate was returned and reported to have broken due to a nonunion. This condition is confirmed; the plate is broken along the distal edge of the ninth most distal hole with a smooth fracture surface. The device shows numerous markings and deformation to the screw holes consistent with insertion and explantation. It is likely that the nonunion led to this complaint condition. The nonunion may have been caused by insufficient fixation of the bone by the construct but this is not determinable. The plate was manufactured in 7/2013 and is over a year old. The 02.211.036 screw was returned and reported to have not locked properly to the plate. This may have contributed to the lack of fixation. This confirmed condition likely occurred because the screw was over angled past the proper locking angle preventing it from locking into the plate. This likely contributed to the deformation seen on the head of the screw and now prevents the screw from locking into the plate. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown, 2.7 mm locking screw ¿ postoperative loosening. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.